Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. The unknown needle mech failure did not cause any problems during the run of the device. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. No other damages or deficiencies were found during the investigation.

Event description:
It was reported the pink slide did not move forward, after wearing the pod on the back between 4 and 24 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels rose up to 20 mmol/l (360 mg/dl). The cannula was found to be bent after removal. A new pod was applied as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and confirming the blue soft cannula is inspected for any damage.